Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6); that after 13 months, the click'x pedicle screws ø 6.2 mm with dual core were loose in patient. It was reported that was necessary to re-implant a new screw set. The event required additional surgery. This is report 6 of 8 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: according to the product development evaluation, the two caudal 3d-heads on the left were disengaged and the locking caps of the caudal pedicle screws on the right were separated from 3d-head. Condition of the implants does not allow checking the conformity of the parts and it can not be replicated. Treatment of a-type fracture without anterior support (contra indication) might have caused excessive forces in the construct resulting in the failure of the implants. It can not be confirmed, that the increase of the load due to missing anterior support caused the failure. This evaluation was not able to determine the cause of the damage this complaint is indeterminate. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
This is report 1 of 1 for this event (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, mnh, kwp. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name kwq. A review of the device history records was performed and no complaint related issues were found. Placeholder.